Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were experiencing some significant complications after surgery. Patient said they were swelling, it hurts to walk or even touch the incision area, and they were having an electric current going down their left leg. Patient stated they had already seen them doctor who did blood work to make sure there wasn't an infection. Hcp also turned therapy off and back on, changed programs and intensity but the pain and swelling were still there. Patient stated the usual post-op swelling got better when resting for 5 days after the procedure but they went back to work and it was now getting very uncomfortable. Patient requested their manufacturer representative (rep) to call them back. The hcp does not know the cause of the issue. Emailed rep. The patient was redirected to their healthcare provider (hcp) to further address the issue. The rep replied back that they would contact the patient. Additional information was received from the rep on (B)(6) 2024. The rep stated that they tried contacting the patient and dropped a voice mail.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the manufacturer representative (rep) changed the device setting to resolve the electric current from the device. The hcp confirmed that the issue was resolved. The cause of the electric current going down the leg was not determined. When asked about the most likely cause of the issue, the hcp stated that the swelling did not resolve as expected and maybe pulled on leads. The steps taken to resolved the issue was time, rest. The hcp stated that the issue was not resolved yet and confirmed that they had improvement but still had some swelling.